Event description:
Dealer states facility employees noticed chair was unoccupied, turned itself on and ran into a wall spinning the drive wheels till the wheels burned through the flooring. Dealer advised left two friction marks on the floor. Spoke with tech. (B)(4).